Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. The customer¿s blood glucose was unknown. The customer also stated that the insulin pump's screen went blank. The customer stated that the insulin pump had a stuck button alarm and noticed that they were able to clear the alarm. The device will be returned for the analysis.

Manufacturer narrative:
Blank display and keypad unresponsive/button error alarm not found during testing. The device passed the self test, sleep current measurement, active current measurement and the displacement test.